Event description:
Account alleged the head hi/low was drifting down.

Manufacturer narrative:
Account found the emergency trendelenburg release valve to be letting the head hi/low drift, account replaced the emergency trendelenburg valve to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.